Event description:
Consumer claims to have had ears pierced with the inverness ear piercing system at a retail vendor on 11/3/97. She sought medical attention on 11/10/97 for an infection at the ear piercing site. She was prescribed antibiotics.